Event description:
A report was received that the patient will undergo an ipg replacement procedure per patient's preference. No adverse events were reported.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.